Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the rn checked the tubing and saw that there was alarm for air in line could not be verified due to the product not being returned for failure investigation. A device history record review for model 10015012 lot number 20066819 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that bd alaris pump module smartsite burette infusion set had air bubbles in the line. The following information was provided by the initial reporter: " at this time the rn checked the tubing and saw that there was an alarm for air in line in the tpn line. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite burette infusion set had air bubbles in the line. The following information was provided by the initial reporter: " at this time the rn checked the tubing and saw that there was an alarm for air in line in the tpn line.